Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) counts, non-sustained ventricular tachycardia episodes, and variable pacing impedance. As well, the lead had oversensing. It was noted that the lead was revised and a new pacing lead was implanted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a lad alert for high superior vena cava (svc) impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced.